Manufacturer narrative:
The user experienced a high blood glucose event requiring hospital admission and treatment with intravenous fluids and manual insulin. Available information does not suggest a device malfunction. The device has not been returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Event description:
On 22-nov-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 512 mg/dl. The user had completed a supply change earlier in the day and later attempted to self-manage the rising bg prior to seeking medical help. The user self-transported to the hospital where they were admitted, treated with intravenous fluids and manual insulin, and discharged on (B)(6) 2025 in stable condition.